Manufacturer narrative:
(B)(4) - failure to follow steps/instructions; excessive force. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation and kink were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post implantation, remove the entire system as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the implant and/or delivery system components. Additionally, the IFU states: do not use if any defects are noted. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a long lesion located in the mid to distal left anterior descending (lad) artery. Predilatation was performed with a 2.5 x 20mm semi-compliant (sc) balloon along with 2 guide wires in situ (whisper extra support, choice xtra support). The initial 2.5 x 28mm implant was deployed in a more proximal part of the lesion because it could not cross to the distal part. Post-dilatation was performed with a 2.5 x 20mm sc balloon and the distal lesion was also dilated again. A 2.5 x 18mm device was advanced and attempted to pass through the initial implant to treat the distal area of the lesion. The device was pushed very hard (did not dotter) and the shaft kinked. The kink was attempted to be straightened manually, using fingers, on the next push; however, the proximal shaft snapped. Artery forceps were applied to the distal shaft segment and the device was successfully removed. There was no further treatment to the lesion, left as a poba. There were no adverse patient effects or clinically significant delay in procedure. No additional information was provided.